Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) loop leaks, replaced it with other machines on site, and notify the engineer as soon as possible. There was no patient harm reported.

Manufacturer narrative:
Event site address: (B)(6). It was reported that the cs100 intra-aortic balloon pump (iabp) iab loop is leaking during use. No injuries occurred. A getinge field service engineer (fse) was dispatched to the site to evaluate the unit. He replaced the security disk and the tests passed.